Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received pump error 3 and pump error 42 during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump fails active current test and sleep current test. The pump passes self test. Successfully utilized thump to download history/trace files. Verified pump error 3 on 01/31/2023 at 08:23:14.000 and pump error 42 on 01/31/2023 at 08:23:16.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, lcd connecter, and motor. Pump error 3 (line number = 1541 file number = 2002) due to ipc problem. Pump error 42 confirmed due to moisture damage. The following were noted during visual inspection: battery tube threads - cracked, keypad overlay peeling, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. No unexpected pump error 23 noted during analysis, pump error 23 not confirmed. Rewind anomaly confirmed due to pump error 3 and pump error 42. Pump error 3 confirmed due to ipc problem. Pump error 42 confirmed due to moisture damage. High active current and high sleep current confirmed due to moisture damage. Moisture damage confirmed on pcba 1, pcba 2, lcd connecter, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.